Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fse removed and replaced the ps1, ps2 and ps4 power supplies. The tgi pcb assembly was also replaced as part of the service call and the associated software nodes were also reloaded. The system was tested and found to be working as intended and returned to service.